Event description:
Adverse event: in-stent restenosis requiring intervention. Onset of adverse event: approx 9 months after the procedure. Device issue: none. It was reported via a trial that approx 9 months post a mid left anterior descending (lad) artery stenting procedure, during a f/u visit, in-stent restenosis that continued beyond the stented area was found. The pt did not experience any symptoms. Percutaneous coronary intervention (pci) was done to treat restenosis. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although, a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.